Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that the vial of irinotecan that was spiked with p-20-o using the assembly fixture that leaked/sprayed. Event description: vial of irinotecan that was spiked with p-20-o using the assembly fixture that leaked/sprayed. There is suspicion that this brand of irinotecan (eugia) has a softer aluminum vial cap that might lift preventing a good seal. Xxx saved the components as used in a cytotoxic transport bag. Per customer response: there was no patient harm, however our staff was exposed to the hazardous chemo medication. As they were drawing up the liquid into the syringe, the protector began to leak and the liquid sprayed the glass shield and their chest. Additional customer response on 17-sep-2025: it looks like the leak did occur in between the connection of the protector and the vial. Our staff also used the metal bd device to aid in putting the protector on properly. Yes, our staff was wearing proper ppe.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one protector assembled with a vial was provided to our quality team for investigation. Through visual inspection, a leak between the protector and vial was observed, verifying the reported incident. Further evaluation revealed that the spike was broken. The spike had pierced the aluminum seal covering the stopper instead of the stopper itself, which likely caused the spike to break. It was also noted that the vial wrap had not been properly removed, which can prevent secure attachment of the protector to the vial. A device history review was performed for reported lot 2502403, and no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. Based on the sample evaluation, the leak occurred due to the spike breaking during assembly of the protector on to the vial. Complaints received for this device and reported condition will continue to be monitored by our quality team.